Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump could not be rewound. Customer was doing an infusion set change at the time and she could not get to the rewind option. Customer suspended the pump and then restarted it. Customer was able to rewind the pump and complete a set change. Customer had a bolus running at the time but stated that she did not program a bolus. Customer was advised to monitor the pump.